Event description:
It is reported the pt was revised due to the hip dislocating.

Manufacturer narrative:
Eval summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, type of activity (low impact vs. High impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. Cause cannot be definitively determined. Eval codes: physical eval of the returned product, the femoral head and elevated rim liner determined that the head has multiple scratches and abrasion damage to the spherical diameter. The poly liner exhibited rim damage at both inner and outer diameters. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.